Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was due to an object hitting the pump. Additionally, it was reported that the wake button was unresponsive. Customer's blood glucose was 140 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.